Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing elevated blood glucose levels of approximately 284 mg/dl after approximately 24-36 hours of pod wear on the arm. The patient noted a damp adhesive backing and a strong odor of insulin at the pod site, indicating an insulin leak. Although the cannula was confirmed to be inserted and appeared normal upon removal, the pink slide was reported to not have advanced, indicating a potential needle mechanism failure. The patient applied a new pod and successfully resumed therapy.